Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical source. It was reported that the patient¿s baseline weight is (B)(6) lbs. No further complications were reported and/or anticipated.

Manufacturer narrative:
Other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid 7.5 mg/ml at 4.9517 mg/day, clonidine 600 mcg/ml at 396.14 mcg/day and compounded baclofen 500 mcg/ml at 330.11 mcg/day via an implantable pump for non-malignant pain. It was reported that during a scheduled revision, it was observed that the collette piece had broken at the connector site as of (B)(6) 2017. During surgical observation, there was a catheter kink at the connecting pin and the number two suture loop and the catheter was explanted/replaced on (B)(6) 2017. The catheter was noted to have been returned to manufacturer. The etiology of the event was noted as related to the device (catheter) or therapy and not related to the implant procedure. No patient symptoms were reported. The event was considered 'resolved without sequelae' as of (B)(6) 2017 and no further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter found the pin connector collet detached and-or missing. Analysis also identified a kink observed in the catheter body. If information is provided in the future, a supplemental report will be issued.